Event description:
The report from hospital say: assisted respiration raphael silver made in 2009.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used on a patient. The flow sensor was found defective which is a malfunction but due to lack of information the root cause could not be conclusively determined (aging or use error due to lack of maintenance as per manufacturer's instruction). The flow sensor was replaced, and the device worked normally again. There was no reported patient or user harm.